Event description:
Physio-control received a report from the customer that the device cannot be turned on; they reported, "when on button is pressed, it says "call for help now", then shuts off." In this state, the device would be inoperable and defibrillation therapy would not be available if needed.there was no report of patient involvement associated to the event.

Manufacturer narrative:
The root cause of the reported failure is physical damage to the chargepak flex cable connector.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The cause of the reported issue was not determined. The customer will receive a replacement device.

Event description:
Physio-control received a report from the customer that the device cannot be turned on; they reported, "when on button is pressed, it says "call for help now", then shuts off." In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated to the event.